Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with foggy vision and ocular irritation in the left eye one day post lasik was performed. The patient was noted to have an epithelial scratch and diffuse lamellar keratitis. A bandage contact lens was placed on the eye and the topical steroid dosage was increased. The patient was seen at a one week post operative visit and the ingrowth was removed. The patient's symptoms were noted as resolved two weeks postoperatively. No additional information available.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Technical root cause could not be determined as the system is performing within specifications and as intended. Diffuse lamellar keratitis and dry eye is not related to the device. (B)(4).